Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii duodenovideoscope distal end cover fell off in the patients mouth and was recovered. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, h4, h6. The device was not returned to olympus for evaluation and the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred distal cover was insufficiently attached. The user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, a specific root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "operation - precautions. Preparation and inspection - attaching accessories to the endoscope.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to h6 component code (cover to tip) and h6 medical device problem code (break to detachment of device or device component).